Event description:
The sister of a female, who received op-1 putty in 2007 for a revision l4-5 fusion reported, that the patient developed severe hives, swelling of lips and indigestion one week postoperatively. The patient denies tingling of difficulty swallowing. No wheezing or other respiratory symptoms. Treatment included a one week course of steroids (not specified) and benadryl. The hives have not resolved, though with benadryl are less severe. Seven months earlier, the patient underwent a 6 level fusion with plates and screws which required revision because the bottom 2 screws needed to be removed and fussed with putty, additional information will be requested. Follow-up was received on 12 september 2007. The primary care physician could only confirm the hives/urticaria. The event was deemed nonserious. Although the etiology was reported as unknown, it was reported that the event was may be related to op-1 putty. No testing was performed. Treatment included prednisone. The physician believes the event resolved without sequelae. Additional information has been requested. Additional information was received from the surgeon on 14 september 2007. He confirmed the events. He suspects the hives and swollen lips were related to the use of op-1 putty. The surgeon questions whether the event is an allergic reaction to the bovine collagen carrier. The indigestion was not related to op-1 putty. The events were deemed nonserious. Treatment included antihistamines and oral steroids. The event was continuing. Despite the current nonserious nature of this case, it was decided to submit it in an expedited manner. No additional information is expected.